Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the tube was tight in the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "these pst tubes are tight when fitted or used with the needle holder during blood collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-11. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated by functional testing, each drawn with water, and the indicated failure mode for tight fit in holder with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tight fit in holder. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the tube was tight in the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "these pst tubes are tight when fitted or used with the needle holder during blood collection."